Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure is part of create pas: a major ischemic stroke was reported. The patient developed an ipsilateral transient episode of left upper extremity numbness and aphasia. The patient had the left hemispheric event during the stent procedure, the duration of which was greater than 24 hours. Per the clinical events committee (cec) this event was adjudicated as related to the procedure, but probably not to the devices. Please reference MDR 2183870-2013-00075 for the protege rx used in the procedure.